Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The stylet and guidewire were unable to be inserted into the lumen of the lead. The lead was removed and replaced. <(> <<)>end>.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.